Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 300 mg/dl at the time of incident and blood glucose level was 119 mg/dl and 131 mg/dl. The customer had high blood glucose level which was treated with manual injection. The customer had symptoms related to high blood glucose level such as thirsty and fuzzy vision. The customer reported that the insulin pump was under delivering as the insulin pump was not delivering insulin and she had to manually treat herself. The customer performed high pressure test and it passed. The insulin pump will not be returned for analysis.